Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen making it difficult to read and hairline crack around the battery. The customer¿s blood glucose was unknown at the time of incident. The customer also state that customer had to change the batteries out less than seven days and random no delivery alarm. The insulin pump will not be returned for analysis.